Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, that during reprocessing the ultrasound scope exhibited a channel 7ze2 disconnect error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon further review, there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that during reprocessing, the ultrasound scope exhibited a channel 7ze2 disconnect error. Upon reevaluation, it was confirmed that there were no reportable malfunctions associated with the subject device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.